Manufacturer narrative:
Follow-up # 1 date of submission 05/31/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box history was reviewed and showed a ¿no cartridge detected¿ warning on (B)(4) 2013. A 63 unit cartridge was loaded on the reported date after an ¿ez-prime¿ with a 2 unit primed amount. The pump powered on and the pump loaded and primed a full cartridge correctly; the load step malfunction was not duplicated during testing. The pump was opened and force sensor calibration was found to be within specifications. The force sensor flex pins were found intact and secured to the printed circuit board. There was no intermittent condition found on the force sensor circuit or printed circuit board.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that her blood glucose (bg) today was 400 mg/dl plus and not feeling well, with tiredness and headache. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that she changed the site and gave a correction bolus at 4:30 am but at 9:30 am her bg only responded to 322 mg/dl. The patient took an injection prior to calling customer support (cs). Cs reviewed the history with the patient and history indicated small prime volumes but the patient stated that they would see insulin come out each time. The patient stated that today the patient was trying to prime tubing but nothing came out and then received a no cartridge detected alarm but no insulin had come out end of tubing and there is still at 50 units of insulin in the cartridge. Cs advised the patient to stop using the pump and go on an alternate form of insulin delivery. This report is being made due to the load step malfunction issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation of the pump has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. The cartridge had not been returned. A retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.